Manufacturer narrative:
A review of the complaint history for sn (b)(6 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubex indicated there was insufficient quantity available. A technical support specialist (tss) found that all cubies containing oxycodone 5 mg were locked. Tss was notified and advised contacting pharmacy for restocking if needed. No further action required at this time. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, cubex indicated there was insufficient inventory when attempting to issue the medication; however, the nurse could see additional stock available in other cubies. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.